Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial # (b)(4, product type: programmer, patient. Product ID: 3777-75, serial # (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a patient received a jolting sensation down their left leg a couple time after implant. Patient's lead placement is cervical. Patient didn't think it was caused by positional change. Impedances were taken and were all in the 500-600 ohm range. No accidents or falls preceded the event. Patient noticed the issue when he was bending over or twisting his neck. Follow up reported there was no further intervention or testing done. The physician told the patient if it continues to occur they would do an x-ray. The physician also felt "it was positional changes in their narrow space but they would monitor."